Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high ketones. Customer's blood glucose at the time of incident was 370mg/dl. Customer's current blood glucose was 308mg/dl. The customer stated she found out she was pregnant during hospitalization. Customer treated high blood glucose with correction pen. Customer had high blood glucose, stomach pains and nausea. Customer was wearing the insulin pump at the time of hospitalization.